Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer reported experiencing fluctuating blood gluocose (bg) levels up to 381 (mg/dl) and ketones; however, the value for the reported low bg was not provided. Customer administered insulin injections to treat elevated bg, but did not disclose how low bg levels were treated. Reportedly, pump turned back on 5 hours later. The customer was able to reload cartridge onto the pump and resume insulin delivery.